Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 465mg/dl while wearing the pod between 4 and 24 hours on the arm. Subsequently, patient was taken to the emergency room. A urine sample was taken and ketones measured "trace" levels. Physician advised patient to remove pod and treated patient by administering a manual injection of insulin (30u lantus). Physician advised to refrain from wearing a pod for a day in order to "regulate sugars" and to deliver a correction bolus every 3 hours.